Event description:
A procedure involving a tyshak ii balloon catheter was performed in a patient in 2007. It was reported that the balloon burst at a pressure less than 2.5 atm. It was also reported that calcium deposits may have contributed to early rupture. No adverse events were reported.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. No patient information was provided. It was reported that the balloon burst at 2.5 atm. The rated burst pressure for this catheter is 2.5 atm. The physician reported that the calcium deposits may have contributed to the rupture. A device from controlled inventory was evaluated and burst at 4 atm, 1.5 atm above the rated burst pressure. Explanation of evaluations codes. Device from controlled/non-released inventory evaluated; performance tests performed; device performed according to specifications; patient's condition affected effectiveness of device; device failure / lack of effectiveness related to patient's condition.